Event description:
During knee arthroscopy, a part of the jaw broke free. Broken piece was not removed from the pt at the time of the incident. There was no delay experienced. It is unk if add'l surgery is scheduled to remove the broken piece from the pt. No other info is available at this time.